Event description:
This complaint is from a literature source: wagner rk, van duuren d, borgida js, gregg at, musick an, tung ws, policicchio tj, muhammad m, lehle ch, bloemers fw, aneja a, janssen sj, ly tv. Risk factors for nonunion after lateral locked plating of periprosthetic distal femur fractures. J orthop trauma. 2025 apr 23. Doi: 10.1097/bot.0000000000003001. Epub ahead of print. Pmid: 40266630. Objective/methods/study data: retrospective cohort study objective was to report the rate and risk factors associated with reoperation to promote fracture union of periprosthetic distal femur fractures treated with lateral locked plating. Between january 2006 and june 2023 patients with a periprosthetic distal femur fracture treated with lateral locked plating. Two hundred and eighteen patients were included in the study. The median age was 72 (iqr: 65 ¿ 79, range: 52¿84), 77% were female, the median bmi was 30 (iqr: 26 ¿ 35). Commonly used implant was a locking compression plate (lcp). Mean follow-up was 44 weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, locking compression plate (lcp) with locking liss distal femur, variable angle (va)-lcp condylar and lcp condylar. Adverse event(s) and provided interventions possibly associated with unk - constructs: va-lcp (qty 24). (N=20) cases of nonunion, required a reoperation. (N=4) cases who had fracture related infection, requires surgical treatment. Adverse event(s) and provided interventions possibly associated with unk - plates: lcp condylar (qty 5). (N=4) cases of broken plate, required reoperation. (N=1) case of plate-screw interface failure, required reoperation. Adverse event(s) and provided interventions possibly associated with unk - screws: trauma (qty 13) (n=3) case of loose screws, required reoperation. (N=1) case of broken screws, required reoperation. (N=1) case of loose screws and broken screws, required reoperation. (N=1) case of plate-screw interface failure, required reoperation. (N=6) cases of screw pull-out and plate-screw interface failure, required reoperation. (N=1) case of screw pull-out, required reoperation.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.